Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 128 mg/dl compared with the sensor glucose reading of 40 mg/dl. The customer's wife stated that they had a terrible night due to having all kinds of low and high alerts despite the customer having normal blood glucose readings. The customer turned off the sensor function due to the alerts. Advised the customer to monitor the issue and to call back with the insulin pump data or upload. Assisted the customer with calibration and the most recent blood glucose reading was 134 mg/dl. The customer also observed a bent sensor cannula. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. However, the cannula was found bent. It could not be confirmed if the sensors were received in said condition due to the customer returning it opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.